Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned, or photos provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Non-sterile product related infection is not considered a zb issue as it labeled as non-sterile and presumed to be sterilized and readied elsewhere. The root cause of the reported event was determined to be unrelated to the zimmer biomet device; no problem found. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: ribfix blu 24 hole prebent plt cat# 76-2604 lot#unk. Ribfix blu scr s/d-lk 2.4x10mm cat# 76-2410 lot#unk. Ribfix blu scr s/d-lk 2.4x10mm cat# 76-2410 lot#unk. Ribfix blu scr s/d-lk 2.4x10mm cat# 76-2410 lot#unk. Ribfix blu scr s/d-lk 2.4x10mm cat# 76-2410 lot#unk. Ribfix blu scr s/d-lk 2.4x10mm cat# 76-2410 lot#unk. Ribfix blu scr s/d-lk 2.4x10mm cat# 76-2410 lot#unk. Ribfix blu scr s/d-lk 2.4x10mm cat# 76-2410 lot#unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 3 weeks post implantation of a ribfix plate and screws due to a post operative wound complication and infection. The patient¿s hardware was removed. Attempts have been made and additional information on the reported event is unavailable at this time.